Event description:
Potential for injury associated with an rpl450-2 patient transport where, the lift will not go down all the way. This event creates the potential for inconsistent movement which could leave the user stranded in an elevated position.